Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing of tissue next to fundus on a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button and could squeeze the handle but the stapler did not fire. Another reload was used to complete the case. There was no patient injury.